Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was noted to be kinked. The main coil was seen to be detached/ separated. The main coil was seen to be kinked and stretched. During functional inspection, coil in catheter friction functional test failed, an attempt to advance the main coil through a flushed demo microcatheter failed. Once the main coil was advanced out of the introducer sheath to inspect the coil. It was noted to be detached. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. Patients¿ anatomy was average tortuosity. The device was analyzed, and the coil delivery wire was kinked, the main coil was kinked and stretched. When the coil was advanced from the introducer sheath, it was found to be detached/separated. An assignable cause of ¿procedural factors¿ will be assigned to the as reported ¿coil in catheter friction¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿coil delivery wire kinked/bent¿ as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of ¿procedural factors¿ will be assigned to the as analyzed ¿main coil stretched¿, ¿main coil kinked/bent¿ and ¿main coil prematurely detached/separated during use¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the coil (subject device) was prematurely detached during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.